Event description:
It was reported the medtronic minimed that the customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No adverse event has been reported. The event involved products are mmt-7020c4. Product has been returned to medtronic for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. A sensor was returned to medtronic for further analysis, the sensor was missing one needle hub, and performed a visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.